Manufacturer narrative:
A good faith effort will be made to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via manufacturer representative reported that while reprogramming the patient on (B)(6) 2016, the patient reported that he was experiencing burning stimulation in his hip area. The patient used to feel stimulation in his groin area. The patient fell a couple weeks prior to (B)(6) 2016, and that was when the patient noticed the burning stimulation and the change in stimulation location. This was considered a sudden change in therapy/symptoms. It was noted that the burning stimulation did not change with positional movement, and the burning stimulation was not at the implantable neurostimulator (ins) site. It was also noted that the patient had four leads in total; two leads were in the front and two leads were in the back. Whilecranking up one of the leads all the way up to 9 volts, the patient was not feeling stimulation from it. The patient was programmed on group c, which had four programs. The group impedances for programs 1 through 4 were within normal ranges: c1 = 774 ohms, c2 = 666 ohms, c3 = 704 ohms, and c4 = 609 ohms. All electrode impedances were 1600 ohms or less, and the lowest impedance was 1398 ohms. It was further reported that the patient was scheduled to get x-rays to see whether the leads had moved. The manufacturer representative had tried reprogramming and that did not help; the patient was still experiencing burning stimulation in his hip area. No outcome or further troubleshooting/interventions were reported for this event. Additional information received from the manufacturer representative reported that x-rays taken after the impedances checks did not show anything. It was thought the patient may have injured his hip after the fall, based on the healthcare professional¿s assessments. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that x-rays were taken after impedance checks did not show anything. The health care professional (hcp) was thought that the patient may have an injured hip. The results of the x-rays had not yet been communicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.